Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat heavily calcified, non-tortuous, 85% stenosed lesion in proximal to mid circumflex artery (cfx). The cfx was primarily wired with a viperwire advance coronary guide wire with flex tip which was positioned generously distal to the lesion. There was no wire bias. There was no difficulty wiring or delivering devices. Setup of the diamondback 360 coronary orbital atherectomy device (oad) was completed and 4 antegrade, proximal-to-distal treatments were successfully performed. A non-abbott guide wire was advanced and the viperwire was removed. As a puff of contrast was made the tip of the viperwire came into sight. With the injection the tip came from the guide wire and landed halfway out of the tip of guide wire and half into the ostium of the left anterior descending artery (lad). Examination of the fractured viperwire confirmed it was the spring tip. A snare was used to successfully extract the tip which remained in the snare device. Successful stent placement was used to complete the procedure. It was noted that the oad tip bushing never came anywhere close to the radiopaque tip of the viperwire. There were no adverse patient effects. The physician has no concerns about potential long-term risk outcomes. No additional information was provided.